Event description:
A 26mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft delivery system was inserted into a patient without the use of an introducer sheath for the endovascular treatment of an abdominal aortic aneurysm. The patient had presented with a contained anerusym rupture and initially refused to proceed with endovascular repair. The next day the patient agreed to have endovascular repair using the aneurx device. The patient's iliac arteries were small and excessively tortuous with moderate calcification. It was reported that during attempts to traverse the delivery system through the right iliac, the physician was unable to successfully get into the aorta. The physician removed the delivery system to attempt going through the left side when he found that the delivery system was kinked in several locations. Another aneurx bifurcated stent graft was successfully used to complete the case. It was reported the patient expired of multi-system organ failure later the same day of the procedure (MFR report # 2953200-2005-01060.